Manufacturer narrative:
The product has not been returned. No further information concerning this report is available at this time. This investigation will be updated should further information be provided.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) exhibited a product performance issue. The patient underwent surgical intervention to remove the pacemaker. A new device was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, device passed mechanical and electrical tests and is functioning normally.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) exhibited a product performance issue. The patient underwent surgical intervention to remove the pacemaker. A new device was implanted. No additional adverse patient effects were reported.